Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A transmitter nordic bluetooth test was performed and passed. A review of the share logs was performed and a warm up restart during a sensor session was not found within the investigation window. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.